Manufacturer narrative:
It was reported the patient was treated with oral antibiotics and topical antibiotics and steroids for the infection (previously reported). This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.